Manufacturer narrative:
The customer contacted siemens technical support center. Siemens technical support requested for the customer to fax data of corrected results, calibration and quality control for further investigation related to the electrode in question. The customer substituted another cl electrode and the instrument is performing within specifications.

Event description:
Twenty six discordant low results for chloride (cl) were obtained on an advia 1800 instrument. After changing the cl electrode the customer noticed that cl results were low. The results were reported to the physicians and the physicians questioned some of the results. Twenty six corrected results reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.